Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead failed to capture. It was noted that the lead dislodged. Further information was requested however, was not provided.

Event description:
New information noted that the lead was explanted and replaced. The patient was stable and comfortable throughout the procedure.

Manufacturer narrative:
D6b: lead was not explanted.

Event description:
New information noted that the lead was repositioned on (B)(6) 2023. The patient was stable and comfortable throughout the procedure.